Manufacturer narrative:
Approximate age of device: 2 years. The lvad was returned to the manufacturer for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2015 for iced tea colored urine. Laboratory values from the previous day showed a lactate dehydrogenase level (ldh) of 1324 u/l. On (B)(6) 2015 a ramp echocardiogram was unremarkable with lvad parameters responding appropriately to increases in the pump speed. There was no change in the patient¿s baseline aortic valve opening/closing, lv dimensions or status of aortic or mitral regurgitation. The patient¿s international normalized ratio was 3.0, his ldh was down-trending, and his urine was clearing. Persantine was added to his anticoagulation regimen and he was discharged. On 01/25/2015 the patient was readmitted with an ldh of 1843 u/l. An echocardiogram showed smaller left ventricle dimensions with 1-2+ aortic insufficiency and 1+ mitral regurgitation at a pump speed of 9400 rpms. A heparin infusion was initiated. The patient¿s pump was exchanged on (B)(6) 2015.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: hemoglobinuria, elevated ldh, low haptoglobin levels, renal insufficiency. No power spikes. Lvad exchanged for suspected pump thhrombosis. Within the proximal-mid outflow cannula closer to the lvad, there was stable circumferential mild layered nonocclusive thrombus.

Manufacturer narrative:
The report of hemolysis was confirmed based on the evaluation of (B)(4). Upon disassembly of the returned pump, examination of the rotor revealed a non-laminated deposition situated on one of the blades of the rotor. The deposition was not adhered to the rotor, lacked denaturing and lacked lamination. Although its origins and a duration in which it were present in the pump cannot be conclusively determined, the depositions did not appear to have originated in these locations. Examination of the remaining blood-contacting surfaces revealed no depositions. If the deposition was present in the pump for an extended period of time, it would have potentially contributed to the reported signs of hemolysis. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the deposition. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.